Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. It was also reported that the pump time was off by two hours. Contact reported customer experienced an elevated blood glucose (bg) level of 374 (mg/dl) and ketones but attributed the elevated bg to baseball practice. A manual injection was delivered to address bg levels. During troubleshooting with tandem technical support, the malfunction alarm was cleared and the pump time corrected.